Event description:
A (B)(6), male pt called zoll customer support to report that his battery charger was displaying "charger problem." The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation contamination was discovered on the battery charger/modem battery board. The root cause of the contamination could not be positively determined but was likely ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.